Event description:
The customer reported the device was broken/damaged. No patient involvement.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of (B)(6)2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn(B)(6) was performed which confirmed that this device was/was not involved in a production failure which correlates to the customer reported issue. ¿functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. ¿replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. A review of the complaint history record was performed, which does not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection, the service technician noted, that they replaced bezel assembly, front door, upper pressure sensor, sear latch, membrane frame. Replaced rear case. Recall completed. A review of the device history record showed, the device had a manufacture date of 04/22/2008. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. Based on the findings, service determined, that the proximate cause of the reported issue was, due to damage/broken of the lvp mech assembly lower hinge crack. Functional testing confirmed, that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. A review of the complaint history record in trackwise and sap was performed for the sn#: (B)(6). Which confirmed, similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted, for the following parts replaced that have an already existing CAPA. CAPA #ca-2015-0195 for bezel lower hinge, CAPA #ca-2013-0494 for sear, CAPA # 00926 lvp door latch, CAPA #pa-2014-0026 3rd party pressure sensor.

Event description:
The customer reported, the device was broken/damaged. No patient involvement.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 04/22/2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was/was not involved in a production failure which correlates to the customer reported issue. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. A review of the complaint history record was performed, which does not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported the device was broken/damaged. No patient involvement.